Manufacturer narrative:
As reported, sterile heparin saline leaked from the balloon of a 5f mynx control vascular closure device (vcd), and the balloon ruptured during the device preparation step. Another mynx device was used for hemostasis in the diagnostic peripheral procedure. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed prior to opening the package. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 button 2 were not depressed. The syringe was received connected to the device, and the procedure sheath was not received for evaluation. The stopcock was observed open. The balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves and no damages were observed on sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU) was conducted. The findings indicated a balloon leak in the balloon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device, and the investigation performed, the root cause of the tear could not be conclusively determined. Since this issue was found during preparation of the device, handling factors during prep are likely. Procedural factors and/ or handling process may have contributed to the failure as reported. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.". This product analysis suggests that the failure experienced by the customer is not related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, sterile heparin saline leaked from the balloon of a 5f mynx control vascular closure device (vcd), and the balloon ruptured during the device preparation step. Another mynx device was used for hemostasis in the diagnostic peripheral procedure. There was no reported patient injury. The device was prepared and stored according to the instructions for use (IFU), and no damage was observed prior to opening the package. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for analysis.